Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a safety mechanism not engaging is confirmed. Two 20 g x 0.75 in. Safestep infusion sets were returned for evaluation. An initial visual observation showed use residue throughout the returned samples. The safety mechanism of one of the returned samples was observed to not be engaged, and the safety mechanism of the other sample was observed to be engaged over the needle tip. An attempt was made to activate the safety mechanism of the sample that was returned with the safety mechanism not engaged. The safety plate of this sample was able to slide down the entire length of the needle shaft, with some resistance when passing over a section on the needle shaft which contained use residue. However, the spring mechanism within the safety plate of this sample did not activate once the safety plate was fully advanced. A microscopic observation revealed use residue throughout the needle shaft and safety mechanism of this sample. A reddish-brown residue was observed between the spring plates within the safety mechanism and this residue appeared to be preventing the springs from moving. The residue observed within the safety mechanism of the returned sample appears to be biological residue which had entered the safety mechanism and dried/solidified, thus preventing activation of the safety mechanism. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the needle is not locked in the safety position. Patient status/ intervention: change new kit. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle is not locked in the safety position. Patient status/ intervention: change new kit. No other information was provided.